Event description:
The user facility in the EU reported a 69-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a purge side arm leak that developed during use of the device. A bypass was performed and support continued with no harm to the patient.

Manufacturer narrative:
No product was returned for evaluation and no data logs were available for analysis. The root cause of the purge side arm leak (between the reservoir and the filter) was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported purge leak has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the purge leak and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03643 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.